Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The meter was not available at the time of call, therefore, the issue was not resolved with troubleshooting. There were no allegations of harm or injury.